Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture was confirmed on the right ventricular (rv) lead and fracture suspected on the right atrial (ra) lead. Reprogramming was performed and then the leads were explanted and replaced. No patient complications have been reported as a result of this event.